Manufacturer narrative:
Date of implant is approximate, only the year is known.

Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) revision surgery due to a leak in the pump causing the aus to not work. The pump component of the existing aus was explanted and replaced. No patient complications were reported during the procedure. The explanted pump is not expected to be returned. A supplemental report will be filed should additional information received or the device returned for analysis.